Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This device is not sold in the us but a similar device is. The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the light guide (lg) lens adhesive was peeling and dirt had entered the inside of the lens. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device as a precautionary check for suction functionality. There had been an issue with the device suction function; though the issue was resolve with reprocessing, the customer wanted confirmation and returned the device was evaluation. There is no patient involvement and no harm reported to any patient or persons. Upon evaluation of the returned device, it was observed that the light guide (lg) lens adhesive was peeling and dirt had entered the inside of the lens. This medwatch is being submitted for the reportable issue of the lg lens adhesive peeling with presence of dirt inside the lens as observed during device evaluation.